Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient (who indicated that they were implanted for urinary retention,) stated that they were going to see their health care provider (hcp) in a couple weeks and was wondering about setting and program changes after having the therapy for a bit. The patient stated that they thought their therapy had been a "lifesaver" however they were retaining more now. The patient clarified it was not as much as it had been prior to implant however they brought this up with their hcp at their last visit and that the hcp asked for the patient to come back in 4 months instead of the usual 6 months. The patient asked their hcp if they should change their settings however their doctor told them to wait until they went to their next appointment which would now be in a couple of weeks. The patient mentioned that they also have an ileostomy( unrelated and that since this past weekend, they would get "this feeling ," that was unusually painful, where they couldn't really move, and it caused them to sit down with a heating pad. The patient stated they couldn't tell if it was from the ileostomy or from their bladder. The patient stated that yesterday they had a full sensation like they couldn't empty their bladder. The patient stated they were constantly checking to see if their urine was cloudy. Patient services asked if the patient was getting a 50% or greater reduction in symptoms and the patient confirmed that they were however they sometimes were wondering if the therapy wasn't working as well now. Patient services confirmed with the patient that the slight return of symptoms/therapy not working as well began in the middle of last year (2021). The patient was going to bring all of this up with their hcp at their next office visit in a couple of weeks and maybe change to another program. The agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved on the date of the call (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.